Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site. Subsequently on (B)(6) 2015, the patient underwent a surgical procedure to have the abutment removed and a magnet implanted.